Event description:
It was reported that four days after a stage 1 implant, there was a ¿great effusion¿ of cerebrospinal fluid. The patient appeared dizzy and experienced head pain/headache. It was stated that the ¿hydrocephalus¿ effused ¿a lot.¿ the tined lead was explanted. The patient outcome was not provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3889-28, serial# unknown, implanted: 2013-(B)(6), product type lead, product ID 3550-18, serial# unknown, implanted: 2013-(B)(6), product type accessory, (B)(4).